Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia and hyperglycemia. The customer blood glucose level was 790 mg/dl at the time of incident and the current blood glucose level was 110 mg/dl. The customer was assisted with troubleshooting. Customer stated that they replaced tubing and reservoir and the cannula was bent. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed inf set; ozp-mmt-7020a-snsr.